Event description:
The customer reported that during preparation for the surgical procedure, the electrode was found to have a damaged cord. The copper wire in the cord was exposed. The device was not used.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.